Event description:
Medtronic physio-control is investigating high voltage socket failures in the electrode connector of the quik-combo therapy cable observed during the manufacturing process. A high voltage socket failure may inhibit therapy from being delivered to a patient.